Manufacturer narrative:
Concomitant medical products: medtronic reliant balloon, 46x46 and perclose closure device. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by (B)(6) study, a CT was performed during the 5 year follow up and an increase of the aneurysm diameter was seen. The case of the increase was due to a type ii lumbar endoleak. An onyx-embolization was suggested. CT data before the index procedure indicated that diameter at the intended landing location was 22mm. The aortic neck constant reference diameter (measured at 10mm below d1) was 24mm. The aortic diameter at the bifurcation measured 18mm. The right caudal landing zone diameter was 12mm and the left caudal landing zone diameter was 13mm. The supra-renal angulation was 8 degrees and the infra-renal angulation was 15 degrees. The intended neck length was 39 (mm). The length from d1 to the aortic bifurcation d4 was 111mm. The right iliac artery length was 68mm and the left iliac artery length was 60mm. The right total aaa treatment length was 179 (mm) and the left total aaa treatment length 171 (mm). The patient met all inclusion/exclusion criteria for study enrollment. During the procedure, there was successful insertion of the delivery system through the vasculature, and successful deployment of stent-graft. Deployment was made at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. There was no device deficiency and no sac rupture. Duration of the incraft procedure (bifurcate insertion to final completion angiography) was 43 minutes. The patient underwent general anesthesia for 125minutes. Estimated blood loss was 110ml and there was no need for a transfusion. A type ii endoleak was found on the same day of the procedure. There were no additional procedures performed prior to or after introduction of bifurcate. There were no procedural complications and the patient was discharged two days later. Three days after the index procedure, the patient experienced post-implant-syndrome with leukocytosis. The patient received medical therapy and the event was ongoing. Per the investigator, the event was highly probable related to the index procedure and highly probable related to the incraft device. Approximately 4 years after the index procedure, the patient was in hospital due to exacerbated chronic obstructive pulmonary disease (copd). A diagnostic was done, and the probable cause was perhaps a previous pneumonia. No other cause was found. Cortisone therapy was started, and the patient was stabilized. A computed tomography (CT) scan completed showed incidentaloma of the left adrenal gland. No action taken, just observation was performed. A complicated cyst of the right kidney was also observed in the CT scan. There was no action taken, just observation.

Manufacturer narrative:
As reported by insight study a type ii endoleak was found on the same day of the procedure. Three days after the index procedure, the patient experienced post-implant-syndrome with leukocytosis. The patient received medical therapy and the event was ongoing. Per the investigator, the event was highly probable related to the index procedure and highly probable related to the incraft device. CT data before the index procedure indicated that diameter at the intended landing location was 22mm. The aortic neck constant reference diameter (measured at 10mm below d1) was 24mm. The aortic diameter at the bifurcation measured 18mm. The right caudal landing zone diameter was 12mm and the left caudal landing zone diameter was 13mm. The supra-renal angulation was 8 degrees and the infra-renal angulation was 15 degrees. The intended neck length was 39 (mm). The length from d1 to the aortic bifurcation d4 was 111mm. The right iliac artery length was 68mm and the left iliac artery length was 60mm. The right total aaa treatment length was 179 (mm) and the left total aaa treatment length 171 (mm). The patient met all inclusion/exclusion criteria for study enrollment. During the procedure, there was successful insertion of the delivery system through the vasculature, and successful deployment of stent-graft. Deployment was made at the anticipated location with successful placement of stent-graft relative to renal and hypogastric arteries. There was no unintentional occlusion of a branch vessel. There was no failure to access the aorta and there was no device deficiency. There was no device deficiency and no sac rupture. Duration of the incraft procedure (bifurcate insertion to final completion angiography) was 43 minutes. The patient underwent general anesthesia for 125minutes. Estimated blood loss was 110ml and there was no need for a transfusion. There were no additional procedures performed prior to or after introduction of bifurcate. There were no procedural complications and the patient was discharged two days later. A CT was performed during the 5 year follow up and an increase of the aneurysm diameter was seen. The case of the increase was due to a type ii lumbar endoleak. An onyx-embolization was suggested. The product was not returned for analysis. A product history record (phr) review of lot 17247109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aneurysm enlargement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Patient characteristics may have contributed to the reported event. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.